Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined the root cause due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. Advised customer to cross check this unit with good known blower and perform the blower test. Vyaire medical follow up with customer but no response received after three attempts.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. However, logfile shows blower temp high alarm occurred 13 times between (B)(6) 2021, blower temp triggered continuously at 89.3. Blower temp reached 92.5 degree on (B)(6) 2021 and triggered alarm 240- blower temp is too high, which was reset by user on (B)(6) 2021. After the unit turn on the unit again on (B)(6) 2021 it then triggered alarm 316-blower failure. Advised customer to cross check this unit with good known blower and perform the blower test as per attached instructions and share the logs. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having alarm 316-blower failure and 401-insp valve or device leaky prior patient use. Furthermore, there was no patient associated with the event.